Event description:
The manufacturer received information alleging a service required error occurred on a trilogy evo device. There was no harm or injury reported. The device was returned to the manufacturer's quality product investigation laboratory for evaluation. During the evaluation of the device, the machine flow sensor was found to have failed due to a buildup of contamination. The machine flow sensor was scraped.